Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. Tse recommended running the ventilator on test lung mode. The customer reported to have run the device on test lung mode for a 24 hour period with no alarms observed. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator generated a safety valve open alarm, and went inoperative. The customer's clinician informed that "when attempting to drain the ventilator circuit, the ventilator alarmed, the safety valve opened, and the ¿vent inop¿ light illuminated and alarmed. The patient was immediately ambu bagged, and there was no reported patient injury."